Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). A4: weight - additional. H2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient¿s spouse stated that at about 1:30 pm on (B)(6) 2020, the patient had just eaten a short time before, was driving his pick-up truck, had a car accident in which the airbags deployed, and ran into a house. The wife stated it ¿knocked him out¿ but did not specify whether he lost consciousness before the accident or as a result of it. Paramedics arrived and checked his bg which was 44 mg/dl. He doesn't know what else happened and does not know what his cgm was reading at the time or prior to the accident. He was taken by ambulance to the hospital. He was sore and had cuts on his nose and head. A CT scan (computed tomography scan) of the head and neck was done and the results were normal. No other treatment information was provided. The wife stated that the emergency room (ER) was checking his bg every half hour for about 4 hours and the cgm was 30-40 points off during that time, but she was unable to provide bg or cgm values from that time period. She stated that his low and high settings were 80 mg/dl and 180 mg/dl and the device did not alarm. At the time of the report she stated that he was feeling okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.